Event description:
It was reported that the customer received a failed battery test. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Failed battery test alarms noted, problem isolated to battery tube. (B)(4).